Event description:
The facility representative reported a flogard infusion pump that did not function. Upon further investigation, the reported condition was confirmed as a force sensing resistor issue. It is unknown in which care area or the process step that this event occurred. There was no patient involvement, injury or medical intervention related to the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown. Evaluation summary: the customer reported problem of does not function was confirmed by quality engineering as a force sensing resistor (fsr) issue. The left fsr was replaced to resolve the issue. Evaluation was performed onsite by a field service technician. Should additional relevant information become available a follow-up MDR will be submitted.